Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -10.00 diopter implantable collamer lens into the patient's left eye (os). It was reported that the lens was explanted on (B)(6) 2022 and a shorter length lens was implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned in a vial with liquid. Visual inspection found no visible damage. Claim#: (B)(4).